Manufacturer narrative:
The device was received for investigation. The reported problem was observed. The balloon was found to be ruptured. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. The lot history record for the device was reviewed. No issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloon ruptured while removing a clot during an embolectomy procedure. The operation was completed successfully using a replacement. Device was pre-checked prior to use. The saline volume did not exceed the recommended volume. Catheter was used at the stenotic regions. No injury was reported to the patient.